Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported event of unable to interrogate was confirmed. Final analysis showed multiple bit flips and memory loss. Reprogramming the device to nominal settings allowed the device to be interrogated normally.

Event description:
It was reported that a device was unable to be interrogated and had intermittent telemetry. The device was explanted and replaced.